Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has pain at the ipg site and the ipg has moved since implant. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Correction b5: additional information received reports that the patient underwent a pocket revision on (B)(6) 2025, in which the ipg was repositioned due to pain at the ipg site and difficulty charging. A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent a pocket revision on (B)(6) 2025, in which the ipg was repositioned due to pain at the ipg site and difficulty charging.